Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is going through batteries a lot faster on the insulin pump. Customer's blood glucose was over 500 mg/dl. Customer stated that the pump is just going off and there is no alarm. Customer stated that she had a blank display and troubleshooting was performed. Customer stated that the pump did not show signs of physical damage or exposure to moisture. Customer was using a (B)(4) battery. Customer stated that the battery compartment and the spring were not damaged or corroded. Customer inserted a new battery and stated that the display returned. Customer was advised to monitor the pump. Customer was advised that a replacement battery cap will be shipped as a courtesy.